Manufacturer narrative:
Monitor - 2008. Battery pack -2007. Battery pack 2008. Device evaluations of monitor, two battery packs, have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional. They were restocked. The damaged connector on the monitor. No adverse events resulted from the damaged monitor. The pt received a replacement monitor and battery packs.

Event description:
The son of a male pt contacted lifecor customer support to report that the monitor would not power up with either battery pack. He stated that the pin on the far left inside the battery well looked recessed. A lifecor pt services rep (psr) visited the pt and exchanged the monitor and both battery packs.